Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. It was also reported that the insulin gauge was inaccurate. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.